Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event. Additional information received reported the lead was explanted and replaced due to tissue in the screw and dislodgment.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) outer insulation breached (clavicle-rib crush). Full lead returned and analyzed.